Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon began to fire the first clip and several clips dropped out of the jaws of the device into the abdomen of the patient. They removed the clips through the trocar and used a reusable clip applier to complete the procedure. The surgeon was firing the device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 16 clips were ejected and then, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.